Event description:
The integra sales rep was called to the pediatric intensive care unit to support the staff who reported a problem with a camino pac1 cable. They were using a 1104bt camino catheter, but there was no temperature display. All the connectors were checked. There was a positive intracranial pressure (icp) reading with visible trend but there was no temperature display present at all from the start of the monitoring. The pt was not injured. The event did not lead to increase in surgery time. Having exhausted all possible causes, the staff was advised of the potential alterations to icp clinical readings if the pac1 cable for another which immediately solved the problem. Temperature was 37.3c and icp readings remained as previously recorded with the occasional spike which the integra sales rep was informed was usual for this pt. The staff was informed to contact integra immediately should the problem reoccur. No further info was available.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.